Manufacturer narrative:
This supplemental report is being submitted to provide additional information. In the investigation, olympus medical systems corp. (Omsc) reviewed the inspection report of olympus india and confirmed that the foreign material adhered due to the user insufficient cleaning (which may have used the poor reprocessing subject device for next procedure) found by olympus india looked yellow solid and being under the forceps elevator. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] it was not able to identify what the yellow material was. However from investigation results, omsc presumed the cause of the reported phenomenon as follows: -user¿s brushing method for the forceps elevator differed from IFU recommendation. -the user facility staff was less trained on usual reprocessing, device handling and/or reprocessing before returning the device for repair in accordance with IFU. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(4), that it was found there was the foreign object on the distal end of the subject device. The subject device had been returned to olympus (B)(4) for repair of the leakage of the bending section rubber. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon which was caused by insufficient cleaning. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.